Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise. No intervention was performed. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.